Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during shaver operation, the tip fractured and fell into the patient¿s shoulder joint cavity. The surgeon retrieved the broken fragments and removed them promptly. No missing parts of the cutter head were found after inspection, and a new device was used thereafter. This incident prolonged the operative duration.